Manufacturer narrative:
Reported event: an event regarding product mix involving a ceramic head was reported. The event was confirmed by review of the photographs provided. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: the outer box of the device shows catalog number 6570-0-232, lot 89546202 on the label and also shows that the device was intended to be a 32mm head with a nk lnth of +4mm. A photo showing that the device packaged bears the marking 32mm -4. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been 8 other similar events for the lot referenced. Conclusions: the reported product mix was confirmed.

Event description:
The end user observed an implant mismatch. The implant indicated on the packaging did not correspond to the final contents, the outer packaging that indicated a ceramic head +4mm, but after checking it and being taken out of the packaging, it turned out to be ceramic head -4mm.

Event description:
The end user observed an implant mismatch. The implant indicated on the packaging did not correspond to the final contents, the outer packaging that indicated a ceramic head +4mm, but after checking it and being taken out of the packaging, it turned out to be ceramic head -4mm.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. This is a product mix issue so the device information located on the outer box label is being reported as the primary product and the information for the device that was actually inside the package is being listed. 6570-0-032, delta v-40 ceramic head 32/-4 .